Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had an additive abnormality.